Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms during bolus. It was reported that alarm occurred with four infusion sets from the same box. Customer was able to resolved problem by using infusion set from another box. Infusion sets would be replaced.